Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is having pains related to position changes at their pocket site post implant. The patient has experienced several falls. The impedances were checked while applying pressure to the pocket site. All were normal, and the patient was getting good coverage. The rep verified with the patient that the pains were occurring while stimulation was on and off. The surgeon performed a pocket revision today ((B)(6) 2018), the lead was tested, along with attempting to place additional lead for better coverage. A culture of the pocket came back negative and after testing, it was determined the battery and original lead were working properly and the pains the patient was feeling are coming from tissue around the pocket. No infection was noted. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-jun-08. The rep indicated that at the day of surgery the patient had stated that their stimulation wasn't getting into their left foot like normal. Upon testing lead the intra-operatively, they weren't able to get stimulation into the patient¿s left foot so they attempted to place another lead that was unsuccessful in getting stimulation into left foot with new lead either. They went back to original lead again, and the patient said they were getting stimulation in their left foot finally. The physician is aware of all of this. No further complications were reported/are anticipated.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having intense pain when touching the ins site or laying on it. Impedances were checked and they were normal. The patient had the pain whether the ins was on or off. It was noted that the patient had fallen multiple times and one of the falls was on their left side where the ins was located. The patient's discomfort started after the fall and they stated that the ins started sticking out more. The patient also reported discomfort while recharging. It was reviewed that the symptoms were medical in nature and probably were a result of the fall and not a device malfunction since the felt discomfort even when the ins was off. It was reviewed that the patient could see if the pain/discomfort would go away with time. It was noted that with the ins on the patient was getting relief. No further complications were reported.